Manufacturer narrative:
The customer observed error codes 5301 [vacuum system failure] and 5303 [vacuum system failure, vacuum too low] generated by the architect isr0427 analyzer. During the site visit, the field service engineer (fse) inspected the analyzer and identified charring on the outside of the vacuum pump condenser but no evidence of leakage onto the pump was found. The fse replaced the vacuum pump to return the analyzer to normal operation. The charring was limited to the condenser of the vacuum pump and did not spread to other areas of the instrument. A review of the analyzer service history found no contributing factor on or around the date of the event. There were no subsequent reports of smoke/burn issues with the vacuum pump since the part was replaced. The architect system operations manual provides information regarding electrical hazards; instructions for performing an emergency shutdown of the i2000sr; and includes probable causes and corrective actions for error codes 5301 and 5303. The architect I system service and support manual provides instructions for the removal and replacement of the vacuum pump. A review found the 2018 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A review of tickets with replacements of the pump, vacuum (part number 7-77795-01) found no trends of the vacuum pump or the architect i2000sr with regard to the current complaint. Based on the investigation no product deficiency was identified for the architect (B)(4) or the pump, vacuum (part number 7-77795-01).

Event description:
The customer reported observing visible smoke coming from the back of the architect analyzer. The customer stated the smoke was in the vicinity of the waste fluid hose. There was no impact to patient management, user safety, or facility damage reported.